Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert identified in the pump history. There was no adverse impact to the customer's blood glucose level. Although the caller attempted troubleshooting with different adapters and cables, the issue persisted, leading technical support to decide on replacing the pump. The customer will continue using the current pump until the replacement, which will feature updated software, arrives. Training and storage mode instructions were provided to the caller, who understood and acknowledged the steps required upon receiving the replacement. The problematic pump is to be returned to tandem via ups.